Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:45:22. During night drain cycle four, the patient's ultrafiltration reading was 1828 ml, indicating the home patient drained 1828 ml more than their maximum programmed fill volume of 1400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.